Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. The center reported that the patient was admitted due to low flow alarms. A CT scan showed a reduction in the outflow graft diameter in the area under the bend relief. The surgeon suspected material under the bend relief was causing the obstruction. No images or log files from the event were available for review. The patient was listed for urgent transplant and remains ongoing on vad support. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The surgical procedures section of heartmate 3 lvas instructions for use (IFU) contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the aorta section instructs the user to stretch the graft completely, measure, and cut the sealed outflow graft to the appropriate length. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Lvad flow obstruction is listed as a potential risk/adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The introduction section details pump speed, power, flow, and pi. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The hm3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed. No images or log files from the event were available for review. The patient was listed for urgent transplant and remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the doctor suspected that there was a formation underneath the bend relief causing the issue.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient came to the center due to low flow alarms. A computed tomography (CT) scan was performed and showed a reduction of the outflow graft diameter underneath the bend relief. The patient was listed as high urgent for transplantation. The low flow alarms were confirmed to have been caused by the outflow graft issue. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.